Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation from service reports, it was determined that the spare lamp indicator flashed due to spare lamp indicator failure. The spare lamp was replaced, and the xenon lamp counter was reset. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The type of procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and a correction to the device evaluation. Updated: b5 with information received from the customer. Correction: the device evaluation results were inadvertently not included in the previous medwatch report. The device was evaluated on-site by a field service engineer (fse). The customer's allegation was not confirmed. However, the evaluation found the column works without fault, but indicates a "spare lamp" error on the screen and on the front panel. Replacement of the emergency bulb, source dust removal and resetting of the xenon bulb counter were completed.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was flashing the spare lamp indicator. The issue was found during preparation for use. There were no reports of patient harm.